Event description:
It was reported that stent damage occurred. A 24 x 3.50 promus premier drug-eluting stent was selected for use. However, during unpacking, it was noticed that the stent was damaged. No further information was provided. It was further reported that the procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combnation product. B3 date of event: updated from the first date of the month of the aware date to (B)(6) 2020. E1 - initial reporter facility name: (B)(6),

Event description:
It was reported that stent damage occurred. A 24 x 3.50 promus premier drug-eluting stent was selected for use. However, during unpacking, it was noticed that the stent was damaged. No further information was provided. It was further reported that the procedure was completed with another of the same device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: promus premier ous mr 24 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts from the mid region to distal region stretched distally over distal markerband. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 24 x 3.50 promus premier drug-eluting stent was selected for use. However, during unpacking, it was noticed that the stent was damaged. No further information was provided.